Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts had been made by two (2) calls and one (1) email to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis service engineer concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications; however the engineer detected spots on filters 640,560,590 and weak lamp of ipl handpiece with low current which required replacement. The engineer replaced the filters and handpiece. There is no indication that the spotted filters and low current derived from handpiece were related to the reported adverse event. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that four (4) patients sustained an adverse reaction with unknown severity to an unknown anatomical area following treatment with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.